Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer opened the drawer forcibly, removed the debris under pockets, tested lids and checked insep magnet. Replaced insep and latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer rebooted the station, but the issue persisted. The customer stated that this malfunction occurred when the user was trying to issue medications to a patient but there was no delay. There were no adverse events or injuries reported due to this event.